Event description:
A materials management reported that after intraocular lens (iol) implantation, the patient could not tolerate the lens, patient had halos at night. The lens was removed and replaced with another lens in a secondary procedure. Additional information received stated that iol implantation procedure was performed in right eye. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).